Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the pump serial number was (B)(4). The serial number of software card was (B)(4) and it was the software card used to read the pump, but the hcp was not sure when the programming error occurred so the rep was not sure if this was the software card that the error was programmed with. The software card version used to program the bolus was aau but no bolus was programmed. Patient's identifying information and date of birth were reported. The hcp had not made any changes to the pump or programming. He had not changed out the medication yet, he would see the patient this week to make a change. The event had not been resolved. Patient's weight and medical history at the time of the event were unknown and unable to obtain. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient who was receiving morphine, 750 mg/ml concentration at 100 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that drug related programming error occurred. The rep stated the drug and concentration were changed a long time ago and the numbers in the pump were not changed. The rep stated the actual drug in the pump was morphine sulfate (ms) at 3 mg/ml but the programmed value was 750 mcg/ml at 100 mcg/day with 40 mcg patient activation (pa) bolus's i.e lockout (l/o), dose restriction level (dri), or maximum (max). No symptoms were reported. No further complications were reported.